Event description:
It was reported that a patient experienced a connection issue and acquired peritonitis. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis event was reported to be the transfer set came apart from the titanium adapter. The patient reconnected the transfer set to the titanium adapter. The patient was not hospitalized for the event. On the same day as the onset of peritonitis, the patient began treatment with cefazolin-sandoz (1g, 1 time per day, intraperitoneally (ip)) and heparin (500 international unit (iu), 1 time per day, ip) for peritonitis. Three days later, treatment with heparin and cefazolin-sandoz was discontinued. The next day, the patient began treatment with xorimax (250 mg, orally twice a day) for peritonitis. Ten days later, the patient experienced abdominal spasms due to their peritonitis. Two weeks after beginning treatment with xorimax, the drug was discontinued and the patient was switched to cefazolin-sandoz and heparin (25000 iu, frequency and route not reported) again. On the same day, the patient¿s abdominal pain deteriorated. Six days later, treatment with cefazolin-sandoz and heparin for peritonitis was discontinued. The patient was then started on treatment with augmentin (875mg/125mg, orally twice a day) for peritonitis. Eight days later, the patient recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available. This is report 3 of 3 for this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).